Manufacturer narrative:
.

Event description:
The manufacturer representative reported that the patient was having surgery on the implanted system. The patient had the battery replaced as they had overdischarged a while ago and then hadn't used the system in a while. At the time of the surgery the representative could not read the battery at all. The indications for use were failed back surgery syndrome and spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.